Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter alleged that the display was dim and discolored. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The reporter contacted animas on 09/09/2014. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 11/10/2014 with the following findings: inspection revealed that the display screen visual was dim and discolored: the reported issue was confirmed. The reported issue was directly caused by an unidentified display failure. The following findings are unrelated to the reported issue: the threads of the returned battery cap were observed to be stripped; thus a test battery cap, which was able to secure to the pump case per the instructions for use (IFU), was used during the analysis. The battery compartment was observed to be cracked below the grip pad.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter alleged that the display screen was dim and faded, in addition to the initial report of the display being discolored.